Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: this issue was believed to have been caused by a malfunction in the needle component. The needle may not have protruded due to deformation of the sheath at the insertion section, but the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the aspiration needle, did not protrude. The issue was found during a diagnostic biopsy procedure and completed using a similar device. There were no reports of patient harm.